Event description:
It has been reported by a mother, that the entire top of the button allegedly came off, and the bottom portion of the tube remained in the child's body. The child was taken to the emergency room, and the tube was located with fluoroscopy and removed through the stoma. It was also reported that the child was given tylenol for pain. There was no report of serious injury or death as a result of the product problem. Kimberly-clark has no independent knowledge of the event reported, but is relaying the info that was provided by the user facility, where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B) (4).

Manufacturer narrative:
The incident sample has not yet been received. The device history record has been reviewed, finding no anomalies to be documented. Investigation is in-process. A f/u report will be sent if add'l info becomes available. Info from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for add'l investigations.